Event description:
It was reported that the pulse generator could not be interrogated. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the reason the pulse generator could not be interrogated was internal to the device hybrid.